Event description:
It was reported that the app was not opening. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4). Device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.